Event description:
It was reported the patient was implanted with a trial system one day prior to report. It was reported the night prior to report the manufacturer representative spoke with the patient and their legs were ¿feeling tired¿ and asked the manufacturer representative ¿how they might walk with the stimulator that high¿. It was noted that the manufacturer representative then got a call from the health care provider (hcp) office stated that the patient could no longer feel their legs and are having trouble walking. It was reported that around 3am the morning of the report the patient had a fall and the manufacturer representative is not sure if the patient stopped feeling their legs before or after the fall. It was noted the patient was going to see an hcp about the issue. It was further reported that the patient¿s legs were numb and had been unable to move them since 630am on the day of report. It was noted the patient has ¿a lot¿ of back pain from the mid back down to the waist line that started around 2-3am that morning. It was noted the patient turned their stimulation off at 3am because the stimulation was too high. It was noted that the patient had their therapy on at 9pm when they went bed and it was fine but was too high at 3am when they turned it off. It was further reported the patient was in the neuro ICU due an epidural hematoma that needed to be evacuated. Additional information received reported the patient¿s leads were removed and an epidural hematoma as evacuated. Additional information received reported the patient had an MRI that was related to the trial device. It was reported the white/blue stylus was used instead of the green/blue stylus to allow for better passage control and optimization of lead location.

Manufacturer narrative:
Concomitant medical products: product ID 3555-31, lot# n452567, implanted: (B)(6) 2014, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. (B)(4).

Event description:
Additional information received reported the devices will be returned to the manufacturer after the patient is re-evaluated by their health care provider (hcp). It was reported the patient is still in rehabilitation. It was reported it is still hard for the patient to walk but with their physical therapy they are improving every day. It was noted the duration of their physical therapy is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported during the patient's initial trial implant the health care provider (hcp) could not get the lead properly situated. The hcp pulled the lead and it was bent at a 45 degree angle with the green stylet. Post-trial the patient had great coverage but noted their feet were numb. The patient also had paralysis due to a previously reported epidural hematoma. The reason for the call was to request information on the mechanical properties of the leads.

Event description:
It was reported the cause of the event was unknown. It was further reported the patient had no contra-indications for the procedure. It was reported that no ¿ac¿ was used by the patient prior to or after the procedure. It was further reported the patient was doing well until 2-3am and then at 6am the patient felt numbness and weakness then phoned the at 8:30 and was sent to the ER. It was noted there were no problems during the trial. Lastly, it was reported the patient is currently receiving physical therapy and their left side has recovered but not their right. It was noted the patient recovered with permanent impairment.

Manufacturer narrative:
(B)(4)